Event description:
Customer's mother states her son's insulin pump is not communicating with the mysentry monitor. The unit has been reprogrammed and different plugs have been used, but the issue persists. Customer's insulin pump is always within ten feet of the outpost. A new outpost was sent, and the issue was resolved for a while, but then the issue recurred. Customer's mother stated the insulin pump communicates with meters fine, but does not communicate with the outpost. Another replacement outpost was sent. No further assistance provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.